Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. No moisture damage on the keypad traces or keypad dome switches noted. Pump received with pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was full of water. She can see it on the screen of the insulin pump. The insulin pump was dropped on the floor at the bathroom. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.